Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's mother reports that the patient was complaining of pain while wearing the pod and that the patient's blood glucose level was high as well. The blood glucose levels were 480 mg/dl. Pod was worn for 4 to 24 hours on the leg. They removed and replaced the pod and saw that the pod area was red and hot and it had developed into an abscess. The patient was taken to the doctor's office two days later. The doctor prescribed bactrim to the patient.